Event description:
A call was received reporting a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. Following the reset, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.